Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with two (2) sterile units. Visual inspection confirmed the complaint¿s experience of a cannula tip fracture. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic procedure (laparoscopic nephrectomy). Event description: [translation] during the robotic procedure (laparoscopic nephrectomy), a piece of trocar was discovered when closing the incision in the left iliac fossa. After inspecting the trocar during its removal, the surgeon realized that the distal tip was broken in several places. Three pieces were extracted from the patient. Procedure extended to check for other fragments in the patient's abdomen. Actions taken by the healthcare facility to treat the patient: patient notified. A CT scan was performed to check again for trocar fragments. Immediate withdrawal of the batches in question. Intervention: procedure extended to check for other fragments in the patient's abdomen. A CT scan was performed to check again for trocar fragments. Patient status: patient is good.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic procedure (laparoscopic nephrectomy). Event description: [translation] during the robotic procedure (laparoscopic nephrectomy), a piece of trocar was discovered when closing the incision in the left iliac fossa. After inspecting the trocar during its removal, the surgeon realized that the distal tip was broken in several places. Three pieces were extracted from the patient. Current patient status: procedure extended to check for other fragments in the patient's abdomen. Actions taken by the healthcare facility to treat the patient: patient notified. A CT scan was performed to check again for trocar fragments. Immediate withdrawal of the batches in question. Intervention: procedure extended to check for other fragments in the patient's abdomen. A CT scan was performed to check again for trocar fragments. Patient status: patient is good.